Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance.

Event description:
It was reported that during a liver segmentectomy procedure that the scrub tech handed the surgeon the stapler with an already fired reload. When surgeon attempted to fire the device, the stapler locked out. Reverse and manual override were attempted but jaws would not open. No staples were deployed, and the knife did not cut. Stapler was removed by cutting it off the vessel and suturing closed. There were no adverse consequences for the patient.